Event description:
It was reported that the patient was experiencing inadequate pain relief and therapy is felt in the rib cage or stomach rather than his lower back. It was mentioned that patients lead had migrated. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well post operatively. The explanted device was disposed at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7086215. Additional suspect medical device component involved in the event: product family: scs-ipg-pc, upn: m365sc14160, model: sc-1416, serial: (B)(6), batch: 210050.